Event description:
Mammostar biopsy markers are migrating within the breast tissue of patients following their placement with a breast tissue biopsy. As a result, patients present in follow-up with their original biopsy site markers improperly placed. Manufacturer sent a new model.